Event description:
The service and repair department documented the ball hex screwdriver 8mm for ti femoral nails pin in the handle broke. The broken device was found during cleaning. No additional information will be made available. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned device shows regular use during its 11.5+ year lifespan. The retention pin is broken and only half remains in the brown handle. The handle is able to rotate on the shaft. The distal tip of the screwdriver is in good condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed, the cause of the issue is unknown, but most likely due to the instrument¿s age. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Although the exact cause of the complaint condition cannot be determined, it is most likely due to wear over the age of the instrument. The device's design did not cause the complaint. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment not diagnosis. Service history review: lot #4566013 no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot 4586013: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed a service and repair evaluation was completed: the customer reported the pin in the handle broke. The repair technician reported the handle came apart. Loose component is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.